Manufacturer narrative:
Pump received with intermittent express bolus button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm and the keypad was not responding properly. The caller did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. Blood glucose level near the time of the call was 400 mg/dl, which was treated with a manual injection. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.